Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to a33 alarm. The insulin pump was minor scratched display window, broken reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer was not able to exit the prime loop and insulin did not stop dripping. Customer was not sure of status of drive support cap. Customer's blood glucose was in the 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.